Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/22/2015 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged power issue was verified in the black box but not duplicated in the evaluation. Review of black box history found unexplainable power-on-reset events. No damages or evidence of moisture intrusion was found with the battery compartment. The battery cap was found to be intact and the contact measurements were within specifications. Using the returned battery cap, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any power interruption. Pump casing was opened and no evidence of moisture intrusion was found internally. Unrelated to the complaint, a loose component not associated with the power circuit was found on the printed circuit board. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, there were no damages to the battery compartment or cap and the cap was able to secure properly onto the pump. No moisture or corrosion inside the pump was noted by the reporter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.